Event description:
The patient reported, he experiences stabbing pain at his scs ipg pocket site at all times. The pain gets worse when the patient uses system stimulation in addition to when the patient walks. The patient also reported, he has never had effective stimulation with the scs system. The patient desires to have the scs system explanted. The patient was advised to consult with the physician. There is no additional information at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.